Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After intra aortic balloon pump for approx 52 hrs, the intra aortic balloon leaked. (Event complications: none-reported 5/11/98.) (Pt's current status: unk-reported 5/11/98.)